Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm and a no delivery alarm. Customer's blood glucose was 409 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. Troubleshooting could not be completed for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.